Event description:
Adult female with recent gi (gastrointestinal) bleed. Procedure: cta (computed tomography angiography) neck. IV hand-flushed and checked for blood return. Injection started for scan @4cc/sec total volume 75cc contrast. Upon initiating the injection, the syringe on the contrast side of the injector exploded. No known harm to patient. Exam finished after a reset and new set of injector syringes. Manufacturer response for syringe with contrast, empower cta- fast load cta, dual syringe pack (per site reporter), will obtain.